Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a stoma closure, the cartridge stopped moving in the middle of use, re-firing was performed. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient harm.